Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 230 units of insulin during the load sequence. Customer reported blood glucose level was "high" on the continuous glucose monitor with trace ketones. Reportedly, customer didn't have any insulin in the house to address elevated bg. Additionally, it was reported that the wake button was not working. Customer pressed the wake button with more force and the wake button performed as intended. Customer reverted to an alternate method of insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.